Event description:
In 2008, the physician was putting in a celect femoral ivc filter. At the time of the deployment all but one of the legs got unhooked from the delivery system. After several more attempts, he was finally able to deploy the final strut. The patient was fine and the filter was eventually deployed.

Manufacturer narrative:
As the device and images were not available for investigation, we were not able to determine the root cause of this event. However, based on a history of the device, we can suggest that the introducer system may have been placed parallel and very close to the vessel wall; the outcome is that one leg is stocked between the vessel wall and the groove in the introducer system and some maneuvering helped release all four legs. The reason for this situation could be related to pt anatomy. Nevertheless, the appropriate individuals have been notified of this event and we will continue to monitor for similar reports.